Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/25/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The seal was observed in a deployed state with the tension spring assembly was observed in the delivery device . There were no visual defects observed on the intact seal, no cracks or delamination was observed on the seal. The blue safety was off, which allows for the white plunger to be depressed. The white plunger was observed to be depressed. A visual inspection was conducted. Both the aortic cutter as well as the delivery device was returned. There were no visual defects observed on the intact deployed aortic cutter. Signs of clinical use and evidence of blood was observed on the delivery device. Blood was observed inside the delivery device as well as on the intact seal. The white plunger was fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. A mechanical evaluation was conducted. The seal and tension spring assembly were removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamaniation observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt to introduce the device into the aorta. Based on the photographic evaluation as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot #3000315707 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation; however photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The seal was observed in a deployed state with the tension spring assembly was observed in the delivery device . There were no visual defects observed on the intact seal, no cracks or delamination was observed on the seal. The blue safety was off, which allows for the white plunger to be depressed. The white plunger was observed to be depressed. No measurements were taken due to the non-return of the device. Based on the non-return of the device as well as the photographic evaluation, the reported failure "activation problem" was not confirmed. The lot #3000315707 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not fire after insertion into the aorta; mechanism could not be triggered.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.